Manufacturer narrative:
The device has not yet been returned for evaluation. Once the device is returned, an evaluation will be conducted and a follow-up report submitted upon evaluation completion.

Event description:
It was reported that the battery as well as the charging cradle caught on fire. The battery was smoking in the patient room. There is a hole in both the battery and cradle. The charger was not plugged in at the time of the event. There was no report of injury, patient or operator involvement.

Manufacturer narrative:
The unit was returned and an evaluation completed. Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occurred in the lower battery pack between the cells and printed circuit board (pcb). There was a blackening on the top of the lower battery pack and its printed circuit board. Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation. A recall is ongoing. Reference (B)(4).